Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states brake on left motor is not holding, chair will spin in circles.